Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, associated reports: 0001825034 -2023 -1380. D10: cat# pt-116054 lot# 497840 regen/rnglc+ ltd 54mm sz 23; cat# 103533 lot# 590690 ti low profile screw 6.5x30mm; cat# 51-103090 lot# 6137664 tprlc 133 type1 pps so 9x137mm; cat# 650-1057 lot# 2948089 cer bioloxd option hd 36mm; cat# 650-1066 lot# 2946658 cer opt type 1 tpr sleve 0mm. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial left total hip arthroplasty that was subsequently revised approximately 4 years later. During the revision some metallosis was noted within the soft tissues, acetabular liner was fragmented, the head had significant metal like wear, and one screw was prominent of 0.5mm within the acetabulum. The head, liner, taper, and ringloc were replaced and the prominent screw was removed. The joint was irrigated without debridement and the surgery was completed without complications. Attempts have been made and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the liner to be fractured as reported, along with damage to the locking ring and modular head. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Changes noted to be consistent with some metallosis with blackening of the soft tissues. Acetabular liner was fragmented in several pieces. Head had significant metal like wear. Upon palpation of the acetabulum, there was some slight prominence of one of the screws. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.